Event description:
Reporter indicated that in 2002, lead test of device resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Lead test performed two weeks prior was within normal limits, indicating proper device function at that time. The patient had reportedly been having good seizure control with the vns. In the week before the office visit, the patient experienced about a seizure per day. The patient reports that they no longer feel stimulation and did not have any voice changes during the week that they had the seizures. At the office visit, the physician increased the device output current to 3.5ma and the patient still did not feel stimulation. The patient denies any injury or trauma to the neck area that may have damaged the ncp system. Further follow-up revealed that x-rays were taken at the office visit and appeared normal. The physician referred the patient to neurosurgeon for consultation regarding lead replacement surgery. Lead break is suspected. Attempts to obtain additional information have been unsuccessful to date.